Event description:
It was reported that the balloon ruptured during pullback to the arteriotomy following a 5f diagnostic coronary catheterization. The physician stated that there was no visible pvd on groin angiogram. The balloon was tested before deployment and it was noted to be "fine". The 5f cordis sheath came out with the ruptured balloon. The patient was converted to manual compression for approximately 10 minutes with no further complications. Hemostasis was achieved at that time. The patient was ambulated and discharged same day with no reported clinical sequela.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of leak was a longitudinal tear at the balloon, approximately 4.5mm from the balloon proximal tip. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. The review of the lhr (lot f1225504) indicated that the device lot met all established performance criteria prior to shipment.